Event description:
Technical services received a call on (B)(6) 2011 from sales rep. It has been reported that the lv lead has increased pacing thresholds. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).